Manufacturer narrative:
H.6. Investigation: when the appearance of the actual product was checked, the filter membrane was found to be damaged. No other abnormalities such as breakage or deformation were found. No leakage was observed when purified water was passed. In addition, we checked the airtightness of the actual product (the relevant jis standard: no water leakage when pressurized for 15 minutes at 150 kpa) and found no leakage from any of the locations. In addition, this product was subjected to a 100% appearance inspection immediately before putting in individual packaging, and no abnormality was found in the filter membrane. Due to the fact that the membrane of the actual filter was damaged and liquid leakage was observed during use, this event was damaged due to excessive back pressure applied to the filter membrane from the downstream side, etc. Was estimated to have occurred. When injecting from the three-way cock below the filter, be sure to close the clamp at the bottom of the filter so that there is no back pressure that could damage the membrane of the filter. If any abnormality such as liquid leakage is found, discontinue use and replace with a new product. No anomaly found on DHR. H3 other text : see h.10.

Event description:
It was reported that drug leaked during use with a bd IV set¿/20drop/2cq/re/f/std/105cm. The following information was provided by the initial reporter, translated from japanese to english: drug leaked from the device.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leaked during use with a bd IV set¿/20drop/2cq/re/f/std/105cm. The following information was provided by the initial reporter, translated from (B)(6) to english: drug leaked from the device.